Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event in unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: 03.610.602, synthes lot number: 7761694: release to warehouse date: february 14, 2012. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair documented that a self-retaining screwdriver for quick lock screws from an evaluation set was broken. The issue was identified during inspection activities of the evaluation set. There were no issues reported by the customer. No patient involvement. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the self-retaining screwdriver (part number 03.610.602, lot number 7761694). The subject device was returned with the complaint condition stating one prong was broken and missing. The complaint condition was confirmed. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument and no non-conformance records or complaint related issues were identified with the lot number, which may have contributed to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. A definitive root cause was unable to be determined however the complaint condition is consistent with wear and tear and/or improper technique. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.